Manufacturer narrative:
A copy of a maude event report has been rec'd and was submitted to FDA. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The event investigation is currently underway.

Event description:
It was reported that a g2 optional ivc filter was placed for pe prophylaxis in a multiple trauma pt. The filter was shown to migrate inferiorly by one vertebral body within three days.